Event description:
International customer reported that a tear was observed in the bottom seal of the device upon initial activation. The device was removed and exchanged. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.